Event description:
A nurse reported that the fluid/gas exchange did not work during the procedure. The kit was exchanged and the equipment worked well. The incision was made, there was no contact with pt, and there was no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received. A root cause has not been identified. (B)(4).